Event description:
It was reported that the patient had blood clots that occurred after the pump was implanted; the patient was first aware of them in (B)(6) 2014 but the patient did not know how long he actually had the blood clots. The patient had a pacemaker implanted. The patient¿s ¿heart had dropped to 30 at nighttime.¿ blood clots were in the patient¿s lungs during a revision for the pacemaker. The patient was started on six months¿ worth of xarelto (the patient noted that he was currently off the blood thinner). The pump was used to infuse morphine (unknown). Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).